Manufacturer narrative:
(B)(4).

Event description:
The patient came in for a device check on (B)(6) 2015 and had a high pacing threshold in the lv. No action was taken at that time. This is all of the available information at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.